Manufacturer narrative:
The generator unit was returned for failure analysis, and the reported error was confirmed but not replicated. In system error log, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-30.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, there was intermittent c-30 fault experienced on the generator while using the vessel sealer extend (vse). The customer received phone assistance from the technical service engineer (tse). Tse was able to view multiple c-30 errors in the system logs and advised restarting the generator, but the issue persisted intermittently. The operating room staff located an energy activation cable for a backup setup, but it was not validated for use with the da vinci system. Tse inquired whether an e-100 was installed to utilize the vse, which was confirmed to be present only on another da vinci system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.